Event description:
A site representative reported that the articulating arm was no longer locking down tightly. He thought it was just a result of use over time. There was no patient present.

Manufacturer narrative:
There was no patient present. The device was returned to the manufacturer for analysis and showed signs of physical damage. All the color had faded from the articulating arm. There were many nicks and scratches on the device. The handle was locked up with the joints in a loose state. It was not possible to lock down the articulating arm and the reported event was confirmed. The device was replaced and there were no further issues.